Manufacturer narrative:
(B)(4) this information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: using left-ventricular-only pacing to eliminate t-wave oversensing in a biventricular implantable cardiac defibrillator. Canadian journal of cardiology. (B)(6) 2013;29(2):254.e255-254.e257.

Event description:
A journal article was reviewed that contained information regarding this device. The failure mode noted in the article was t-wave oversensing (twos). The device was reprogrammed but this did not resolve the twos; therefore, the use of left ventricular (lv)-only pacing was used for this patient. The device remains in use. Further follow up did not yield any additional information. No patient complications have been reported as a result of this event.